Manufacturer narrative:
An event of material torn was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The device was returned for analysis. The blue band on the valve capsule was noted to have a torn damage. No other anomalies were found on the returned delivery system. Based on available information, the reported torn valve capsule appears to be related to a combination of procedural conditions and patient anatomy (interaction between valve capsule and annular calcification). There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 27mm navitor vision valve was chosen for implant using a large flexnav delivery system. The length of the membranous septum was 3mm, the perimeter of annulus was 77.4mm and ascending aorta diameter 35.2mm. Calcification was confirmed from the annulus to the sub valvular to left ventricular outflow tract (lvot). During procedure, the subclavian approach made depth adjustment challenging, contributing significantly to the technical difficulties. During the second recapture, the valve capsule's tip appeared tapered and raised concerns and a complete atrioventricular block (cavb) was noted. A temporary pacemaker (tpm) was placed. After consulting with the physician, it was decided to proceed with a third deployment, which was successful. The final implant depth was 4mm at non-coronary cusp (ncc) and 6mm at left coronary cusp (lcc). Upon inspecting the retrieved delivery device, it was found that the valve capsule's tip was torn and damaged and the damage likely occurred due to the delivery device's tip rubbing against annular calcification during recapture, especially given the subclavian approach. The patient was currently under observation and reported stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.